Manufacturer narrative:
A ge service rep performed an onsite investigation. The rui assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a joystick stuck on the rui error (remote user interface). This would cause a loss of motorized movements, which could result in the inability to obtain views. There is no report of injury or death associated with the event described in this complaint.